Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed a high, out of range shock impedance alert but no values was reported. More analysis was recommended for this crt-d and rv lead system that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed a high, out of range shock impedance alert but no values was reported. More analysis was recommended for this crt-d and rv lead system. Additional information was received from the field representative mentioning that the patient was brought to clinic and the crt-d was reprogrammed to shock config rv coil to device. With this configuration the shock impedance was then within range; the crt-d and the rv lead remain in service. No adverse patient effects were reported.